Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had filament regulator error occurred with a patent on the table, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.